Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 a patient claimed a detached sensor wire. Upon sensor removal, patient reported detached sensor wire. Upon review, distributor found the wire was correctly inserted. No medical intervention was required.